Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, it was reported that the patient required conversion to full sternotomy to resolve to issue. It was noted that the patient had an abnormal anatomy; there was no device malfunction. The device was not returned for evaluation, as it was reported to be disposed. The root cause of the reported event cannot be conclusively determined; however, it appears that this event was likely due to patient and/or procedural related factors.  The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported that a 21mm aortic valve was explanted at implant because "one of the struts was blocking left main" and the operative strategy changed. Another 21mm valve was implanted. There was no adverse reaction as a result. It was noted that the patient had an abnormal anatomy; there was no device malfunction. Per medical records, an upper mini-type sternotomy approach was initially utilized and the chest was entered through the right 4th intercostal space. The sinotubular junction (stj) was somewhat small as was the proximal ascending aorta, and the sinuses were not overly enlarged. The first valve sat within the annulus but was somewhat difficult to get through the stj. Inspection of the coronary arteries revealed one of the struts of the valve to be impinging on the left coronary artery. It was not felt to be a salvageable situation. To improve exposure, the sternotomy was completed. The first valve was removed and the second valve was implanted. This time, the left main and right coronary artery were free of impingement. Intra-op tee showed  the absence of any air in the heart. The patient was transported back to the ICU in satisfactory condition and in sinus rhythm. Patient was discharged home in stable condition on pod #5.